Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the mc (modular chemistry) sample probe to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na), chloride (cl) and co2 (carbon dioxide) on the unicel dxc 800 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event. Na, cl, k, co2 calibration passed and qc (quality control) recovered within the instrument control means on the event date.